Event description:
It was reported that during a routine follow-up, this pacemaker displayed a code 1010, indicative of previously stored therapy history data being corrupted and deleted. Additionally, longevity changes and concerns of premature battery depletion (pbd) were noted as it decreased from two years to five months in a 12 months time period. A request was made to have data from this device analyzed and technical services (ts) discussed that the observation of a corrupt electrogram (egm) storage could be the result of the device entering safety mode. Device replacement was recommended as soon as possible. The field representative confirmed that a device changeout procedure was scheduled in the upcoming weeks. No adverse patient effects were reported. At this time, this device remains in service. Additional information was received that this device was explanted and replaced with a non boston scientific product. No additional adverse patient effects were reported. It is not expected to receive this device for analysis.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that during a routine follow-up, this pacemaker displayed a code 1010, indicative of previously stored therapy history data being corrupted and deleted. Additionally, longevity changes and concerns of premature battery depletion (pbd) were noted as it decreased from two years to five months in a 12 months time period. A request was made to have data from this device analyzed and technical services (ts) discussed that the observation of a corrupt electrogram (egm) storage could be the result of the device entering safety mode. Device replacement was recommended as soon as possible. The field representative confirmed that a device changeout procedure was scheduled in the upcoming weeks. No adverse patient effects were reported. At this time, this device remains in service.